Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, bisphosphonate treatment, immediate implantation, undersized implant bed. Another implant has been placed.